Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the attachment device was spinning. As a result, there was a five minute delay to the surgical procedure. There was an identical spare device available for use. There was no human patient involvement as this was a veterinary surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.